Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with 12 catheters discovered without expiration date.

Manufacturer narrative:
H.6. Investigation summary: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Received 12 unused iag 20ga units in sealed packages from the catalog number 381437; lot number unknown. One photo was submitted for review. Visual evaluation: observed the lot number and expiration date were missing from the package label. Based on the evaluation of the submitted photo; the photo displayed; lot number and the expiration date was missing from the packages top web (label). Which is the same finding as that of the evaluation of the returned units. Conclusion: packaging process ¿ there is a vision system that checks for the lot number and other print on the package label. The packages that are missing printed information are rejected and dumped into a sorting bin. When the bin needs to be emptied, the bin is replaced. All packages in the bin are inspected for product attribute. The acceptable packages are placed into a labeled dispenser; ready for placement into the shipper. The product associated with this incident report was not removed due to human error.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with 12 catheters discovered without expiration date.